Event description:
It was reported that the customer was hospitalized due to respiratory failure, obstructive sleep apnea, obesity, pulmonary hypertension, vascular dementia and diabetesmilgia type 2. The customer was not wearing the insulin pump at the time of death, and had not been wearing for a week prior to his death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.